Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for a non-device related issue and underwent external defibrillation. The patient's presenting rhythm was 67.5 ppm paced with some rates at 50 ppm which appeared to be due to intermittent output. Upon interrogation, the pulse generator exhibited backup vvi operation. Data indicated that the patient underwent external defibrillation on (B)(6) 2015 and on (B)(6) 2015. A device software download was successfully performed.